Event description:
It was reported that bd syringe allergy 1ml w/ndl 27x1/2 rb needle pulled out of hub. Rcc received a complaint via email. Our customer reported an issue with item 305540. Please see below in red and advise next step. I were prepping injections, one of the needles stayed in the vial when withdrawing the syringe. Product allergy syringe tray 1ml 27gx1/2in (305540). Lot: 5129219. Exp: 2030-05-31. It was the last in this tray, we did not have this issue with any of the others. We do have trays with the same lot number. Mckesson po#: (B)(4). 1/30/2026: 1 syringe from 1 unit unnecessary to ship back at this time. It was the last out of the box and the rest of the product worked correctly no patient harm, complications or negative outcomes occurred. The needle did pull completely out of the hub. There was no spinning and the connection did not seem loose when first inserted into the vial.

Manufacturer narrative:
E.1. Address was not located, and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.